Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, part of the remote manager connect to the refrigerator door was not connected securely. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined while closing the door remote manager was failed. A field service engineer (fse) remounted the hasp and verified proper operation through diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, part of the remote manager connect to the refrigerator door was not connected securely. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.